Event description:
It was reported that the patient had multiple inappropriate shocks due to oversensing of noise via reduced intrinsic amplitudes. The shock impedance was elevated but within normal limits. The system was programmed off. The local representative will address the device follow-up. There were no additional adverse patient effects.